Manufacturer narrative:
(B)(4). The 11cc confidence spinal cement system (product code: 2839-10-000, lot number: htmdgf) was not returned to the complaints handling unit (chu). While it was initially identified that the kit was available, three requests for its return were made without the sample or a tracking number being returned. As 43 days have passed without either being received, the status of the sample has been updated to ¿none.¿ DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the kit, we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was not returned for evaluation.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hydraulic pump not injects cement and there was water leak. Completed with same / like product.

Manufacturer narrative:
Device manufacture date: additional information. Device available for evaluation?, device evaluated by MFR?, evaluation codes: corrected data. (B)(4). The 11cc confidence spinal cement system (product code: 2839-10-000, lot number: htmdgf) was returned to the complaints handling unit (chu). The pump and cement reservoir were returned. The pump is about 1/3rd empty, as is the cement in the reservoir. No liquid is visible behind the plunger in the pump. No leaks were found anywhere in the system. However, due to the cement solidifying in the reservoir, it is fully possible for the cement to have solidified to a point where applying additional pressure to the apparatus may have resulted in the pressure safety valve being tripped, resulting in water coming out the back side of the plunger. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the pump leaking cannot be determined from the sample and information provided. No leakage in the system was found. A likely scenario may be that the cement solidified prior to its application, resulting in the pressure safety valve opening when the pressure required to force the cement out of the reservoir became too high. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.